Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was damaged on 3 occasions. The following information was provided by the initial reporter: material no: 2426-0500 batch no: 20063288. It was reported primary IV tubing snapped in half, separated, just below the plastic clip that goes in the channel on three different sets of tubing. Customer email 01 sep 2020: based on the report submitted by our clinical staff, I believe all 3 sets present were defective and that the note included with the tubing and the open packaging sleeve denote that all three sets were part of the same lot #. They specified in their report that ¿primary IV tubing snapped in half just below the plastic clip that goes in the channel on 3 different sets of tubing.¿ defect/problem: primary IV tubing snapped in half just below the plastic clip that goes in the channel. Patient involvement/harm: none reported.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes. Returned to manufacturer on: 08/31/2020. Investigation conclusion it was reported primary IV tubing snapped in half, separated, just below the plastic clip that goes in the channel on three different sets of tubing. Received from the customer are two primary sets model 2426-0500 lot 20063288. Also received is one partial primary set (section received is the half below the lower fitment) assumed to be model 2426-0500 lot 20063288. The sets were visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection observed a separation on all received sets at the engagement between the lower fitment (p/n tc10006063) and tubing (p/n tc10013433). Closer inspection of the separations under a lab microscope observed that the tubing had an insufficient solvent applied at the engagement during manufacturing process. No other anomalies were observed with the set. Functional testing could not be performed as a leak would occur. A dimensional analysis was performed on each separated tubing (p/n tc10013433). Small portions of the tubing were cut into three sections nearest to the smartsite¿s inlet port and measured for analysis. The outer diameter of the tubing was measured and observed to be within specifications of "0.164 +/-0.003" inches. Equipment used (measurement and testing performed on (B)(6) 2020. Optical ram-cnc, eq08204, calibration due date: 5-feb-21. A device history record for model 2426-0500 with lot number 20063288 was performed. The search showed that a total of 34,563 units were built in 1 lot on 11jun2020. The search showed that there were no quality notifications for the failure mode reported by the customer. The customer's report that the tubing snapped in half, separated, just below the plastic clip that goes in the channel on three different sets of tubing was confirmed on all received sets. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error. Bd/nogales manufacturing facility is aware of insufficient solvent on critical joints. Corrective actions trackwise CAPA pr (B)(4) to address potential root causes and an effectiveness check plan for reduction of issue have been initiated. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was damaged on 3 occasions. The following information was provided by the initial reporter: material no: 2426-0500, batch no: 20063288. It was reported primary IV tubing snapped in half, separated, just below the plastic clip that goes in the channel on three different sets of tubing. Customer email (B)(6) 2020: based on the report submitted by our clinical staff, I believe all 3 sets present were defective and that the note included with the tubing and the open packaging sleeve denote that all three sets were part of the same lot #. They specified in their report that ¿primary IV tubing snapped in half just below the plastic clip that goes in the channel on 3 different sets of tubing.¿ defect/problem: primary IV tubing snapped in half just below the plastic clip that goes in the channel. Patient involvement/harm: none reported.